Event description:
Dentist contacted ami and stated that the upper base plate broke off the upper appliance. There was no harm to the pt.

Manufacturer narrative:
(B)(4). Ami has repaired the appliance. A CAPA investigation has been initiated.